Event description:
It was reported that during preparation of the 4.0 x 28 mm vision stent delivery system, the protective sheath and mandrel were removed without difficulty. However, it was noted when the stent system was going to be inserted onto the guide wire that the stent was not on the delivery catheter. The stent was located on the mandrel. The device was not used and there was no patient involvement. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported stent dislodgement was confirmed. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.